Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose of 50 mg/dl which was treated with juice. Blood glucose then lowered to 48 mg/dl which was also treated with juice. Customer calibrated and blood glucose was 78 mg/dl. Customer declined troubleshooting for low blood glucose stating that it was caused by taking too much insulin.